Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause of the system error 2240 is the supply bag fell and disconnected during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample is not available.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) display during dwell (B)(6). The home patient (hp) reported that the bag fell off and became undone. The technical service representative (tsr) explained the alarm to the hp and assisted with troubleshooting. The hp stated that the therapy was almost complete, so she would just be finished for the night. The tsr advised the hp to inform the nurse within 24 hours. No patient injury or medical intervention was indicated at the time of the initial report.